Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Whether the patient was elevated on the transplant list or not was not provided by the clinical team. Patient symptoms were not provided by the clinical team. Whether this was routine was not provided by the clinical team. According to the clinical team the device operated as expected. The device would not return for evaluation.

Event description:
It was reported through the research article ¿cardiac transplantation after heartmate3¿ that heartmate 3 (hm3) may be associated with heartmate 3 left ventricular assist device (lvad) exchange. This article proposed an alternative surgical strategy and technique for patients with a heartmate 3 lvad undergoing orthotopic heart transplantation. The article showed a video of 1 specific transplant demonstrating the technique, and provided a transcript of all actions taken as part of the procedure. It is unknown if the patient transplanted in this article was undergoing a routine transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication (B)(6)2024 since the date of data collection was not provided. Section e: reporter information corrected. Address information is unknown. Section g2: report source corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events and subsequent heart transplant could not be conclusively established through this evaluation. The device was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.